Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference manufacturer report: 1627487-2011-02262. The patient received a scs system which included a percutaneous lead and an ipg. It was reported the ipg was explanted and replaced due to battery depletion and a loss of stimulation. During the replacement procedure, invalid impedances were observed on all contacts. The physician chose not to replace the lead, leaving it implanted. The explanted ipg was discarded by the facility. Follow up on the patient found no further issues reported.